Manufacturer narrative:
(B)(4). Additional information: please clarify would not feed properly? ---yes. Sideways feed? ---the information was not provided from the hospital. Multiple feed? ---the information was not provided from the hospital. Or just did not advance into the jaws all the way prior to firing the device? ---the information was not provided from the hospital. Any unusual noises heard? ---the information was not provided from the hospital. Any torquing or twisting during that 1st firing? ---the information was not provided from the hospital. The analysis results found that the er320 device was returned partially cycled with two clips jammed between the top shroud and the jaws. The cycle was completed in order to perform functional testing and another clip got jammed between the top shroud and the jaws; the trigger was difficult to actuate and was forced to the open position. The remaining clips were properly fed and formed, however the antibackup mechanism did not work; in addition, the device did not lockout as intended. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the antibackup lever was found to be loose inside the handle and the lockout posts were found to be broken which suggest that a lockout premature occurred and leading the reported incident. It could not be determined what may have caused the reported incident. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during an unknown procedure, the clip was not fed into the jaws properly after the 1st firing when the device was fired out of the patient before use on the patient. Another device was used to complete the case. There were no adverse consequences to the patient.